Event description:
Additional information received indicated that diagnostic imaging was performed which confirmed a lead dislodgement. The left ventricular (lv) lead was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was increased capture threshold and a loss of capture noted on the left ventricular (lv) lead due to a potential dislodgement. Diagnostic imaging was scheduled to assess the position of the lead but no intervention has taken place at this time. The patient was stable with no consequences.